Event description:
A nurse reported during intraocular lens (iol) implant procedure, seemed to load fine however the surgeon noticed that the haptic was off and seemed like a clean break, not caught or torn by the introducer after implanting the lens. The lens was explanted and replaced with another new lens during initial procedure. The procedure was completed on same day without any further adverse events. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).